Event description:
Customer reported that she experienced high blood glucose of 454 mg/dl; she tried to deliver a bolus and received a no delivery alarm. Customer was assisted with completing the rewind and prime process. Customer stated the alarm was resolved by a complete infusion set change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.